Manufacturer narrative:
Infection is listed in thoratec's approved labeling as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A correlation between the device and the reported infection could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient continued treatment with antibiotics and the pump remained implanted, supporting the patient.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt has chronic percutaneous lead infection and is being treated with antibiotics. It is noted that the infection developed after percutaneous lead was tugged on.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.